Event description:
It was reported that measured data was not correctly calculating the pulse generator current drain. The battery data was 2.56 v, less than 1 ua, 26.4 koms with less than one month remaining until elective replacement indicator (eri). The device was programmed from ddd 2.5 v, 0.4 ms to ddd 3.0 v, 0.4 ms on both channels.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.